Manufacturer narrative:
H11 updated: the customer reported that the applied shifts do not display in trend review (values are zeroed out). The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer is using mosaiq with a hitachi proton machine for treatment delivery. This specific configuration uses the "tdw-ii" interface. With the "tdw-ii" interface, hitachi does not encode offset shifts derived from 2d image registration during site setup verification. Moreover, mosaiq does not have coding for processing such shifts with machines having the tdw-ii interface. It is expected that applied shifts do not display in 2dirw and trend review (values are zeroed out) with the current design for the tdw-ii interface. Mosaiq did not have any malfunction and is working as designed and intended. This scenario happened after treatment delivery, therefore there was no patient mistreatment.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the applied shifts do not display in trend review (values are zeroed out).